Event description:
The customer reported a system message displayed as the case began. The system was switched out to complete the case. No pt injury was reported.

Manufacturer narrative:
The customer ordered a footswitch cable and will send in the replaced cable for in-house eval. The footswitch cable has been rec'd and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).